Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is getting ins replaced (B)(6) 2022 and wants information about the long term ins. Patient services (pss) thinks this is in regards to the activa rc. Patient states her experience with the rc is that it is hard to charge and have to stay in the house all day recharging. Pss called patient back but got a message saying caller is unavailable . Pss unable to leave message. No symptoms were reported.